Manufacturer narrative:
(B)(4) baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, which was reproduced. The device evaluation confirmed the #2, #3, (.), #4, #5, #6, #7, #8, and #9 keys to be inoperable caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the #3 key will occur following the selected key's function (e.g. When the #1 key is pressed 13 will be displayed. When in alphabetic mode and the abc key is selected, ag will be displayed interfering with the mdl drug search). The failed keypad was replaced through replacement of the front case assembly.

Event description:
It was reported that a spectrum pump had a defective front case, which was clarified during baxter's evaluation as an automatic output from the keypad. It was also reported there was no patient involvement.